Event description:
The crossvent 3 ventilator was ventilating a pt. The respiratory therapist was present when the ventilator display blanked out and the ventilator ceased to ventilate the pt. The pt was immediately manually ventilated and suffered to ill effect from the incident. The ventilator was plugged in to ac and oxygen at 50 psi. The ac and oxygen source were verified as operational. The ventilator was tested with a test lung and it again failed in varying ways. Sometimes the ventilator would cease to function as when it was on the pt and other times the displayed did not display normally and the ventilator gave variable volumes and flow rates. Phone conversations clarified that there was no injury to the pt. The vent was turned off within seconds, pre-cluding the fail-to-cycle alarm. Alarm was functional when rec'd at bio-med devices. Memory chip (ic containing software) had been pulled and abused. It appeared "chewed"; leads had brass showing, plastic from socket was shaved. A non-biomed devices tech had pulled this part out indelicately, most likely multiple times resulting poor socket contact caused function interrupt. Bmd replaced chip and socket. Unit functioned fine, was recalibrated and returned to wheeling.